Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colonic stent insertion procedure performed on (B) (6) 2010. According to the complainant, after releasing the stent, it failed to expand properly at the leading edge. The physician planned to use an angioplasty balloon to aid in expansion, as he "had encountered this before". However, rectal contrast masked the fact that the trailing edge of the stent had also not expanded properly. Before the balloon could be utilized, the stent migrated 2cm into the anal canal. Removal of the stent was attempted by simply pulling on it, but this caused the mesh of the stent to collapse and grip the mucosa. It was necessary to retrieve the stent endoscopically. The procedure was not completed due to this event. The patient's condition at the conclusion of the procedure was reported to be "stable". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. MFR# 3005099803-2010-00981 was created to report the previous incident of stent expansion failure mentioned in this complaint: "had encountered this before".

Manufacturer narrative:
(B) (6). (B) (6). (B) (4) medical intervention required. Stent, failed to expand. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.